Event description:
A malfunction code was reported by a customer, identified as malf 12, but there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not reappear. The customer was advised to continue using the pump and to contact support if the issue recurred.